Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the rbc product. Donor unit ID #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the trima accel system operated as intended. No unusual process variable was identified. The trima accel system did not display any messages indicating that the rbc products were to be labeled as leukoreduced. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the trima accel system operated as intended. No unusual process variable was identified. The trima accel system did not display any messages indicating that the rbc products were to be labeled as leukoreduced. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: the signals in the run data file indicate that the trima accel system operated as intended. No unusual process variable was identified. The trima accel system did not display any messages indicating that the rbc products were to be labeled as leukoreduced. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. The reported catalog does not make a leukoreduction claim. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the rbc product. Donor unit ID#: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the rbc product. Donor unit ID #: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the trima accel system operated as intended. No unusual process variable was identified. The trima accel system did not display any messages indicating that the rbc products were to be labeled as leukoreduced. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: the signals in the run data file indicate that the trima accel system operated as intended. No unusual process variable was identified. The trima accel system did not display any messages indicating that the rbc products were to be labeled as leukoreduced.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the trima accel system operated as intended. No unusual process variable was identified. The trima accel system did not display any messages indicating that the rbc products were to be labeled as leukoreduced. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the rbc product. Donor unit ID #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The collection set is not available for return because it was discarded by the customer.